Manufacturer narrative:
A dealer service technician went onsite to the dental office. The technician noted that tubehead had disconnected when the hardware that secures the tubehead to the yoke came loose. Prior to the incident, the staff at the dental office stated they did not notice anything wrong with the x-ray unit. The dealer service technician stated that the unit was twenty-two years old, he did not repair the unit and it has not been returned to the dealer or manufacturer for evaluation. The product labeling supplied with the x-ray unit describes the mechanical adjustments that may be needed during installations and periodic maintenance. During regular use of the x-ray unit, the locking ring may require adjustments to maintain proper rotation of the tubehead.

Event description:
The tubehead of the intraoral x-ray unit disconnected from the yoke while the hygienist was trying to position the tubehead on a patient to take an x-ray. When the tubehead fell it broke the connecting wires. The arm, without the weight of the tubehead, opened quickly and hit the hygienist on the forehead above the right eye. The hygienist was taken to emergency to receive first aid treatment.